Event description:
It was reported that increasing pacing impedance (greater than 2000 ohms) and threshold were observed on this lead approx. 67 months after the implantation. The lead remains implanted. It was decided to report this incident after the analysis of the electrical data that was terminated on (B)(6) 2022.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The returned data were thoroughly inspected. The inspection confirmed an increasing right ventricular pacing impedance from 1100 ohm to 2000 ohm, documented since (B)(6) 2021. The data further showed an increase of the ventricular pacing threshold from 1.5 v to 2.9 v in the same range of time. Since (B)(6) 2021 the data showed a drop in ventricular pacing impedance to approximately 450 ohms as well as a drop in ventricular pacing threshold to 0.8 v. The available iegms were analyzed and thereby noise was observed in the far-field channel of the episodes 20 to 406. The root cause of the clinical observation could not be determined, based on the data available for analysis. However, it is assumable that the clinical observation can be attributed to a lead damage. Should additional relevant information become available this investigation will be updated.